Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The thermogard xp ivtm system (sn (B)(4)) displayed "air trap" alarm and the user observed that the air trap was not filled completely. No additional information was provided. No known impact or consequence to patient information was provided.